Event description:
Clinical study. It was reported that less than 24 hours following a coronary stenting treatment procedure the patient experienced a stent thrombosis (st). The lesion being treated in the index procedure was located in the left anterior descending (lad) artery. The physician treated the lesion with placement of an express2 3.00x16mm study stent. It was reported the patient experienced a st in the lad with complete occlusion of the vessel. The patient presented with tachycardia, pain and hypotension. The lesion was treated with a non boston scientific stent and flaggastat following heparin.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.